Event description:
It was reported that the lead dislodged. The lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Event description:
A customer reported she received different readings on her freestyle freedom lite blood glucose meter. The following readings obtained on (B)(6)-2010 were reported: 94 mg/dl (12:00 pm), 253 mg/dl (12:04 pm), 120 mg/dl (12:09 pm), 124 mg/dl (12:11 pm), 96 mg/dl (12:18 pm) and 87 mg/dl (12:21 pm). During the course of the troubleshooting survey, it was identified by adc customer service that the customer was using expired test strips. The customer then reported she bought the test strips in (B)(6) 2010 in a retail store, and she did not notice that the test strips were expired (lot # 0728344; expiration: october/2009). The customer also reported she obtained readings using the expired test strips and thought the "readings were good". The customer reportedly mistook her medication and although she experienced an adverse event on (B)(6)-2010 (6:00 pm), it is unknown the readings the customer obtained on that date. The customer reportedly experienced symptoms of dizziness, diaphoresis and loss of consciousness. The paramedics were called and the customer reported she was treated with an intravenous medication and transported to the hospital. The customer was reportedly diagnosed with hypoglycemia and treated with glucose, normal saline and electrolytes.

Manufacturer narrative:
Furthermore, the customer reported being admitted for observation "pending determination of cause and suspicion of cardiac involvement". The customer also reported she took glucose tablets to counteract the event. There was no report of death or permanent impairment associated with this event. Additional manufacturer narrative: the product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: adc customer service made a courtesy follow-up call to the customer and she reported she was "doing well". The customer reported she bought the meter on (B)(6)-2010, after the date of the medical event: (B)(6)-2010 the customer was reportedly attempting to use expired test strips ((lot # 0728344; expiration: october/2009). Adc customer service replaced the product.

Manufacturer narrative:
Customer's products have been returned and investigated.the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.